Event description:
It was reported that the clinician called to review ventricular fibrillation (vf) episodes from a recent transmission. It was noted that under sensing of r waves followed by ventricular pacing and autocapture backup pulse immediately followed the patient's induced vf rhythm. The backup pulse was suspected to pace near a t wave. Programming suggestions and recommendations were made. There were no reported patient consequences.